Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent farfield oversensing. Technical services (ts) reviewed the episode and confirmed the oversensing and recommended increasing the atrial blanking period after ventricular signals. Ts further recommended adjusting the atrial channel sensitivity if the initial reprogramming option did not suffice. No adverse patient effects were reported. This ICD remains in service.